Event description:
During the phaco part of the cataract procedure, the capsulotomy was removed without evidence of a tear. During hydrodissection, there was sudden mobility of the lens immediately after injection of fluid. After several manipulations of the lens and several hydrodissection, excessive mobility of the lens was noted. The surgeon stated phaco, but noted vitreous loss at this point. The surgeon attempted to perform phaco, but a vitrectomy was eventually done.

Manufacturer narrative:
The device was not returned for eval and there were no errors or malfunctions reported that would warrant field service dispatch to investigate. The laser system device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported adverse event. Video of the surgery was provided to the MFR and reviewed by a retinal specialist and ophthalmologist for their expert opinion on causality. The findings of the video analysis are as follows: a pt with a 2+ nuclear sclerotic cataract underwent planned cataract surgery using the laser system to create capsulotomy, lens fragmentation, and corneal incisions. During the operative (cataract) procedure, the capsulotomy was removed using a surgeon-designed combination forceps and measurement ruler. This device does not easily grasp the tissue and the surgeon relies on a pushing movement to separate the tissue edges, resulting in disruption of the anterior cortex and reduced view. The edge of the capsulotomy is not clearly identified prior to removal of the cut tissue. Following capsule removal, there is no evidence of a gross tear. During hydro dissection, the edge of the capsule is engaged by the cannula tip and a tear is created approx 90 degrees from the cannula's position. This tear is not recognized initially and a second injection of fluid is then made within the nucleus, displacing gas located in posterior lens to the anterior chamber. This gas enters the anterior chamber peripheral to the anterior capsulotomy, suggesting posterior extension of the anterior and resulting in extensive mobility of the lens during succeeding steps. On postoperative day 1, the pt was referred to a retina specialist for removal of retained lens fragments. The conclusion from the medical safety analysis is as follows: anterior capsule tear during surgical manipulation and hydro dissection resulted in placement of a sulcus-situated iol and need for retinal specialist intervention for removal of retained lens fragments. No device malfunctions occurred and the laser system was operating as intended within specs. Although the video analysis showed the hydro dissection maneuvers were the primary cause of the capsule damage, the presence of intracapsular gas cannot be ruled out as a potential contributing factor. (B)(4).